Manufacturer narrative:
The insulin pump emitted a constant tone and the display was blank due to corrosion on the liquid crystal display board, the mother board, and the motor home switch.

Event description:
It was reported that the insulin pump emitted a constant tone. The customer stated that the insulin pump had been exposed to moisture and the display screen was foggy. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.